Event description:
The customer's father reported via phone call that the customer had a keypad anomaly. The father stated none of the buttons were responding on the insulin pump. Customer's blood glucose was 304 mg/dl. The father could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to a keypad connector not properly plugged in to the lcd board. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.